Manufacturer narrative:
December 03, 2015 01:48 pm (gmt-5:00) added by (B)(6): a maquet field service technician (fst) visited the hospital and checked the table. He found that a valve was defective. The fst ordered a new valve. The part was exchanged on (B)(6) 2015. The operating room table works as specified. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
During a surgical procedure the or table top tilted laterally unintentionally. The hospital reported that the patient rolled to the side but remained on the or table. No injury reported to maquet. (B)(4).